Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not fully implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, not explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of a zcb00 intraocular lens (iol), the patient''s capsular bag ruptured. The physician attributes the rupture to patient issue and possible product issue. The iol was removed and an incision enlargement and vitrectomy were required. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 1/25/2017. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Device inspection was performed at 10x microscope magnification and residue of what appears to be ophthalmic viscoelastics (ovds) was observed on the lens. The lens was received with two cuts from the lens edge across the optic;. The cuts could be related to the lens removal process reported. The edge of the lens is smooth including the haptics. The reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.